Event description:
It was reported that customer experienced repeated cartridge alarms during pump use on multiple dates, including cartridge alarm 20 and issue did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and pump return within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.